Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul2019.

Event description:
It was reported that the unit had a low tidal volume. There was no patient involvement.

Event description:
It was reported that the unit had a low tidal volume. There was no patient involvement.

Manufacturer narrative:
MFR received date: 29jul2019. Date of report: 10jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted that the unit had a noisy blower. The fse replaced the blower and the flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.